Event description:
It was stated that the pump was alarming that the cartridge was not engaged when its locked and the customer tried with few different cartridges. This is classified as a high-priority alarm and indicates that the disposable cartridge improperly attached. Although no patient involvement or harm was reported, the condition may recur during patient use and has the potential to stop the pump. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump was alarming that the cartridge was not engaged when its locked and the customer tried with few different cartridges. The review of event log found that the reported error occurred around 20 times in march 2026. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint was confirmed during latch lock functional test. The complaint was also confirmed in the event log. The probable cause was the defective latch lock sensor, and the latch lock itself was replaced. The device passed all functional testing and performance verification tests within specification and with no failures.